Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02269. It was reported that the patient presented to the clinic for a routine follow-up. Upon investigation, it was noted that the right ventricular lead exhibited a high capture threshold and the right atrial lead was over-sensing. The patient was asymptomatic. The leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 46.6 cm to 47.0 cm from the distal tip consistent with lead friction to the device can. The cause of the reported event of high capture threshold was isolated to the external insulation abrasion observed. All other damages found were consistent with surgical damage.